Event description:
This is a case report received on (B)(6) 2012 by baxter (B)(4) from a nurse on (B)(6) 2012, the local pv department received a complaint from a nurse, involving an unknown product. Reportedly, the patient experienced a bacterial peritonitis. The nurse considered the event as unrelated to baxter peritoneal dialysis (pd) solutions, devices or disposable products. Follow up information received from (B)(4) on (B)(6) 2012 indicates: the event of peritonitis was amended to bacterial peritonitis with (B)(6). The events of acute abdominal pain and mesenteric thrombosis were added. On (B)(6) 2012, extraneal and physioneal were permanently withdrawn. On (B)(6) 2012, the patient started hemodialysis (hd). On (B)(6) 2012, remedial treatment with ceftazidime and cefazolin were stopped and replaced with gentamycin 8 grams 4 times daily intra peritoneal (ip). On (B)(6) 2012, the patient experienced acute abdominal pain and was admitted to the hospital. On (B)(6) 2012, the patient underwent an exploratory laparoscopy, at which time a mesenteric thrombosis was diagnosed and the peritoneal dialysis catheter was removed. The patient outcome for the bacterial peritonitis indicates recovered. The patient outcome for the acute abdominal pain and mesenteric thrombosis was not reported. Causality for the bacterial peritonitis and mesenteric thrombosis were not related. Outcome of the acute abdominal pain was not reported.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.as the product code is unknown, a 510k number was not able to be identified.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The peritonitis was not confirmed. The root cause for this condition could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.